Event description:
It was reported that the doctor perforated the pt's bowel during a posterior repair. The pt was also having an anterior repair, a cervix amputation and a transobturator sling. The doctor had successful completed the cervix amputation and anterior repair prior to the posterior repair being performed. The perforation occurred during the first pass of the trocar during the posterior repair and was found when the doctor performed a digital rectal exam. The perforation was approximately 2cm in length at the 2 o'clock position. The doctor removed the posterior mesh and closed the vaginal mucosa over the defect. A general surgeon was called in and the perforation was repaired using an o-chromic gut suture. The integrity of the bowel was confirmed with a proctoscope. The doctor then re-approximated the tissue at the posterior prolapse and closed the suture line. The doctor then performed the trans-obturator sling without any further complications being reported. It was noted during the procedure that the pt was obese and had a difficult anatomy. The pt had been on antibiotics both prior to and following surgery. There is no intention at this time for any add'l procedure for this pt. The doctor felt this was a procedural complication and did not find any fault with the product.

Manufacturer narrative:
No sample or lot number info was provided for eval and there was no alleged failure of the device to perform its intended function. The IFU states in section: adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia scarification, and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. IFU states in section: precautions: the avaulta plus biosynthetic support system implantation procedures require diligent attention to anatomical structure and care to avoid puncture of large vessels nerves, bladder, bowel, rectum, or other viscera during needle passage.